Manufacturer narrative:
The initial regulatory report was submitted under retrospective summary report e2017032. Device evaluation: the battery pack assembly was returned for failure investigation. Visual inspection of the returned part was conducted and no anomalies were observed. Battery label indicates the following: the battery pack manufacture date: march 2014 the battery pack assembly shelf life expiration date: march 2016. The event date: (B)(6) 2015. The battery pack assembly terminal voltage measured at the connector was reading 0.85 v which is outside the expected range. Further investigation indicated that both battery cells were almost fully depleted and have been in this state since the event date: (B)(6) 2015. The battery pack was attached to the failure investigation test ventilator for analysis. The unit was then powered up. The unit powered up normally and no errors were recorded in the diagnostic logs. The battery pack could not be charged in the ventilator because it had become almost fully discharged and had been in that state for over two years. The battery pack could therefore not be recovered. Investigations indicate that the original fault was most likely caused by early life failure of one of the two battery cells in the pack. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that although the battery on the pb840 ventilator was charging "a long time" it was not keeping a charge level. The battery was tested in two ventilators. There was no patient involvement at the time of the reported event.